Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2016-02788. It was reported the patient experienced loss of stimulation. System diagnostics determined low impedances on the leads and the reprogramming was unable to restore stimulation. X-rays revealed leads have pulled out of the epidural space. Consequently, surgical intervention was taken werein the leads were explanted and replaced which resolved the issue. Reportedly, the patient has effective stimulation postoperatively.